Event description:
It was reported that a week before the patient¿s open heart surgery on (B)(6), the hcp gave the patient a personal therapy manager (ptm). The patient had a "leaky valve" per the heart doctor. The patient gave herself a bolus and the patient stated ¿I think it was too much¿. The patient ¿got a head rush¿, headache, ¿felt funny¿ and the patient¿s heart started ¿beating really fast¿. The patient had not tried the ptm since. The patient used it four different times and the patient believed it was ¿too much medicine¿. The patient was scheduled for six boluses a day but had only done four prior to the surgery. The patient was not going to use the ptm until the hcp can adjust the dosage and because she is on so many heart medications she doesn¿t want to ¿chance it.¿ the hcp changed the medication from morphine to dilaudid right before giving her the ptm. It was the same drug dose/concentration currently in her pump. The patient had an appointment for a refill on february 1st but she was not going to make it to the appointment because the hcp was ¿far away¿ and she has to fly there. The patient indicated that the doctor " is not going to release me to fly¿ after a heart surgery. The patient states it is an all-day thing and she will probably have to do some rehabilitation before she gets clearance. The patient may have her husband drive her if he has to. The pump was delivering dilaudid.

Manufacturer narrative:
Date of implant is approximate. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).